Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support arranged to send a replacement charging cable and wall adapter. The customer was advised to rely on an alternative method in case the pump battery depletes before the replacement arrives.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was arranged to be sent to the customer, who will use a backup insulin pump for the time being.